Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Reference manufacturer report number: 2032227-2014-54503.

Event description:
It was reported the customer was receiving no delivery alarms. Customer also reported their blood glucose reminder was also not functioning. The customer also reported having a low blood glucose event where their blood glucose declined to 24 mg/dl. The customer's blood glucose was 175 mg/dl at the time of the call. The customer also reported a motor error alarm that occurred during a bolus delivery. Customer also stated they were able to complete the rewind sequence on their insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.